Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a photo was provided by the customer for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Examination of the photo provided show a white colored matter coating the inner wall of the infusion set tubing. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing extension set contained foreign matter in the fluid pathway. The following information was provided by the initial reporter: "it was reported by nurse that some white spots had appeared after infusing etoposide through the extension set."